Event description:
It was reported that this right ventricular lead was explanted due to perforation of the hearth wall. Another lead was implanted instead. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead was explanted due to perforation of the hearth wall. Another lead was implanted instead. The device is still in possession of explanting facility, therefore it is not expected to be returned. No further adverse patient effects were reported. Additional information received reported that right ventricular (rv) lead dislodgement had contributed to the lead perforation from 2021, and the lead was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. Correction to b3: event date updated from 11/30/2021 to 11/22/2021.